Event description:
The customer reported that there was a precharge voltage error, which prevented the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced. The system was tested and found to be working as intended and put back into service.